Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a knee arthroscopy on (B)(6) 2019 and barbed suture was used. The suture snapped during dual layer closure of the fat tissue. Another suture was used to complete closure. Lot is not available. No product available for return. No reported patient consequences.